Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for routine follow-up, an alert for increased hv lead impedance was observed. There was no noise present with isometrics and rv capture and sensing were normal. Normal hv lead impedance was measured in-clinic. The alert was cleared, and the patient will continue to be monitored.

Event description:
New information received indicates that the lead was still experiencing high, out of range hv lead impedance. The patient was stable. Programming changes were recommended.